Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, arteriotomy locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition. The sheath and carrier tube were returned fully mated and in rear lock position. The shaft of the carrier tube was noted to be cut near the base and was separate from the assembly. The tamper tube was also separate from the assembly. Functional testing was performed by disassembling the device and isolating the suture spool and attempting to deploy the suture. The suture was able to be deployed without issue. The angio-seal device was returned fully rear locked with the shaft of the carrier tube cut from the device. The internal components were deployed and were not returned with the device. The suture spool was inspected and the component was undeployed. Functional testing was performed, and the suture was able to be fully deployed. The cause of the event could not be identified based on the available information. It is possible that the user did not apply sufficient force to deploy the component. As a result, the complaint was confirmed for suture withdrawal difficulty. The exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following information: it was reported that when deploying the angio-seal the doctor could not pull back on the device after deploying the footplate. Doctor cut the carrier tube and pulled the sheath off exposing the suture. She then pulled back on the suture and tamped with the tamper, finished the deployment with no other issues. A 7fr. Procedure sheath was used. A pre-deployment angiogram was performed. There were no issues or difficulties with arterial access, sheath, guidewire, or catheter insertion. There patient had a peripheral procedure. There was no blood loss.

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: vascular surgeon. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.